Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation where the garment was digging into the skin. The patient indicated that they believe the garment is too tight. The distributor indicated that the patient was sent larger garments. The patient visited the ER for an unrelated issue and did not receive medical care or advice for the skin irritation. Follow-up with the patient was diligently attempted but the patient could not be reached.